Event description:
Customer reported that pump screen was dark and would not turn on. There was no reported impact to the customer's blood glucose level. Technical support decided to replace the pump as a resolution because it was a demo pump and found to be broken during inspection.